Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient had cardiac arrest and return of spontaneous circulation (rosc) was achieved. Log files were sent for review. The log file captured a series of low flow events between 12:17 am and 12:19 am (B)(6) 2024. On (B)(6) 2024 the patient passed away due to cardiac arrest.

Manufacturer narrative:
Section h6 correction: health effect - impact code 1802 - death removed. Manufacturer's investigation conclusion: analysis of the submitted log files confirmed the reported low flow alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrest and subsequent patient outcome could not be conclusively established through this evaluation. The controller event log file contained events from 27nov2024 through 11dec2024. Low flow hazard alarms were captured on 11dec2024. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2024 the patient went into cardiac arrest. The patient was in bed when alarms were heard. Nurses found patient with low flows and CPR was initiated. Return of spontaneous circulation (rosc) was obtained but the patient was later determined to be brain dead. The family withdrew care and the patient passed away. The device reportedly operated as expected and the death was not considered device related

Manufacturer narrative:
B5: additional event information. H6: health effect -impact, health effect-clinical, medical device problem codes, updated. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.